Event description:
(B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events for concerto devices, we have found a number of cases with similar fault description (safety catches malfunctioning). The trend observed for reportable complaints with this failure mode is considered to be low and stable. Taking into consideration that over (B)(4) concertos have been sold since 1996, the complaint ratio is considered to be low. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification, the device was being used when the event occurred in the way that contributed to the event since the patient fell off the device. The safety catches act as a locking mechanism of the side rails. There are two side rails on each device and on each side rail there are two safety catches. The device was checked by company representative who found that catches were old, worn, modified and because of that did not perform as intended. The side rail not being into place or catches performing not as intended are visually detectable before use: even more so, since the instruction for use of the device identifies the issue using safety warnings as well as the device should be maintained in time intervals and malfunctioning device should be taken out of use. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use error as our investigation is showing that if the IFU safety warnings are followed, there would not be any patient or caregiver at risk.